Event description:
The customer reported that the pt went into cardiac arrest. When the defibrillator was switched on, the lights flashed and it did not operate. The pt was shocked with another defibrillator four times without success, then spontaneously started to breath.